Manufacturer narrative:
Device was initially received for the complaint that there was force bgnd test error during testing. During investigation found the plunger case was cracked and sensor out of calibration. This malfunction makes the event reportable. Review of event log/alarm history found and confirmed the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that plunger case assembly damaged. The complaint was verified and the alarm history was reviewed. The pumps plunger case was cracked and sensor out of calibration causing the issue. The plunger case assembly was replaced. In addition, the bottom case and keypad were replaced due to damage. The pump was recalibrated and tested passing all performance verification testing.

Event description:
It was reported that there was force bgnd test error during testing. During investigation found the plunger case was cracked and sensor out of calibration. This malfunction makes the event reportable. There was no patient involvement.